Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the driver with the screw head.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an inferior screw from an ar-9100-09m univers apex optifit humeral stem could not be properly torqued as the torque driver would slip. The surgeon opted to torque the inferior screw as much as possible and left it implanted in the patient. This was discovered during an atsa procedure on (B)(6) 2024. Additional information received on 6/26/2024: nothing broke inside the patient. The ar-9100-09m univers apex optifit humeral stem was left implanted as the superior screw reached recommended torque value. The sales representative reports that the screw was stripped. The part number for the inferior screw is unknown as it was left implanted and integrated with the ar-9100-09m univers apex optifit humeral stem. The part number for the torque driver is also unknown.